Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third party service center. During evaluation at the third party service center, insect infestation of the device was observed. No repairs were made to the device.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.